Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a system diagnostics test at the office visit resulted in high lead impedance reading indicating a possible lead discontinuity. It was also reported that the patient was no longer experiencing a voice change with stimulation. X-rays reviewed by manufacturer did not reveal any obvious lead discontinuities. Revision surgery is likely. No serious injury was reported.